Event description:
It was reported by the patient that ¿they already screwed up with one wire and now I have the two. It was a disaster; the unit is not slowing my heart rate down when I¿m walking and get out of breath.¿ it was further identified that during the implant procedure, a left ventricular (lv) lead was attempted and not used due to patient anatomy with no product performance issues noted. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.